Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned for evaluation. Qc investigation performed on 12/1/2015 indicated defect found on meter (e-7). Root cause is foreign material on strip connector (blood like substance).

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is not known. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 144 mg/dl and lo. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date is (B)(6) 2015. The meter memory recalled for test results performed with test strip lot#ps2317 (date / time not set): 1:lo mg/d 12:17pm fasting:yes 2:442mg/dl 04:55pm fasting:no adverse event not reported.